Event description:
It was reported on (B)(6) 2012, that a physician's dell x5 handheld computer was freezing upon the "interrogation successful" screen which began a couple weeks prior. The physician would perform hard resets which would fix the freezing, but the event continued occurring. A replacement handheld computer was sent to the physician, and the handheld in question along with the flashcard were received by the manufacturer for analysis on (B)(6) 2012. Product analysis was completed. The reported screen freeze event during the "interrogation successful" screen was confirmed and is due to a software error. There were no other anomalies identified with either the handheld device or software. Both the handheld and software performed according to functional specifications.